Event description:
It was reported that medtronic legal received information from the attorney of the family on february 19th, 2025, medtronic received notice of a device/product legal hold notification containing only one individual claimant customer alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The customer reported no adverse event. The event involved product(s) mmt-1715k, mmt-1715kl, mmt-1715kl, mmt-1715k, mmt-1715k, mmt-1715kl. Troubleshooting was not performed. No harm requiring medical interventions were reported. No product return is required for mmt-1715k. Mmt-1715kl was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. Mmt-1715kl was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. Mmt-1715k was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for mmt-1715k. No product return is required for mmt-1715kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 6 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.